Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was inpatient one week out from implant. During the night, the patient cut his driveline with scissors. He does not recollect why he cut the driveline. Pump was off for approximately 42 minutes. Low ptt 49 at the time. The patient was bolused to achieve ptt 200. The primary controller was exchanged to backup during the event. The brown wire was the only intact wire, the other wires were temporarily spliced together by in-house engineer. Patient has been on milrinone gtt since implant. No other inotropes were initiated. The patient currently on backup pocket controller and ungrounded cable. Center is currently weighing options of perc lead repair vs. Pump exchange vs. Device turn off. Psych and palliative care involved. The clinical specialist reported that a successful percutaneous lead repair was completed on (B)(6) 2014. It was also noted that the damage sustained to the system controller was due to the damaged percutaneous lead. The patient is doing well.